Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 260 mg/dl at the time of incident. The customer¿s current blood glucose value was 584 mg/dl. The customer experienced symptoms of high blood glucose value such as occasional nausea and muscles weak. The customer treated high blood glucose with manual injections and insulin pump. Customer alleges that the insulin pump was under delivering. The insulin pump passed displacement test and high pressure test. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump and reservoir will not be returned for analysis. Complaints text: (B)(6) 2018, erp_rfc_user related (B)(4); complaints text: (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text: (B)(6) 2018, erp_rfc_user related svn (B)(4), complaints text (B)(6) 2018, (B)(4). Initial notes: cust sts the last 2 months, he has been without sensor because he lost xmtr. He sts his bolus wizard is calculating his bolus and delivers and his bgs have been high. Today his bg is 584 after bolusing for breakfast. He took insulin through a syringe. He changes sites and still goes high. Inquired what led up to the complaint. Customer response: doesn't know high bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 260 mg/dl. Patient's current bg: 584 mg/dl. Customer reports the following symptoms related to their high bgs: occasional nausea and muscles weak. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Customer is not insisting on pump replacement. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: manual injections and pump. Customer reports they have not contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: about a month ago. Inf was last changed: yesterday about 5:30pm. Based on customer report proceeding in t/s per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering: doesn't seem to making much of a budge in bgs. Customer actions prior to the event: doesn't recall . Time frame of the event: 10/13 beginning of day. Linked meter usage: (B)(4). Inquired if customer received assistance with programming pump. Found: yes. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer wishes to check for possible site/insulin issues. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer wishes to check their settings. Adv to check the infusion set tubing for the presence of air bubbles. Inquired if multiple large bubbles are present along the tubing length. Found: no large bubbles in current resv. Found old resv had had no bubbles. Caller stated he puts insulin in resv without bringing it to room temp. Confirmed customer is disconnected. Adv to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reports insulin exited at the qr. Adv positioning in piston/slide may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Inquired if any leaks were observed. Found: no leaks. Customer reports site is changed every 2/3 days as per IFU and cdc guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high bgs may occur. Adv to check insulin vial. Found: clear not expired. Verified time/date in pump. Time/date is correct. Inquired if there have been any recent changes to the pump programming prior to the high bgs. Found: no. Adv to verify the accuracy of programming with their hcp. Customer wishes to check basal rate settings for accuracy. Adv to confirm accuracy of basal rates. Customer reports bas go to record for full text.